Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her surestep original meter was prompting the error 1 message. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep confirmed that the test strip was firmly and completely inserted into the meter, the blood was applied to the pink area of the test strip, the test strip was not inserted more than two minutes after applying the blood, and the confirmation dot was completely blue without any white showing. The csr walked the pt through cleaning the meter, retesting, and the meter prompting the error 1 message. Based on the color chart printed on the test strip vial, the result should have been 350 mg/dl or higher. Based on the unresolved troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.